Manufacturer narrative:
Lead: model: neu_unknown,_lead: lot# unk, implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
Lead model 3389-40.

Event description:
It was reported that the patient experienced an infection on their right side lead. The patient had their neurostimulator and lead replaced. Additional information had been requested, but was not available as of the date of this report.